Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. The mesh was divided for use on two hernias. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery and repair of hernia with new mesh.